Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg explant procedure and the explanted ipg was not returned.